Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Only the pusher wire and introducer sheath were returned. The coil was not returned. The twistlock was found opened. The introducer was inspected and no issues noted. The pusher wire was inspected and was found kinked. Microscopic inspection of the interlocking arm of the pusher wire revealed no anomalies. All the dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2018. It was reported that the coil was unable to advance inside the catheter. A 3mm x 6cm interlock¿ was selected for use. It was noted that the coil could not advance inside the direxion microcatheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the coil was not returned.